Event description:
The customer reported that while monitoring a pt with periodic uterus contractions, using a series 50 monitor, the fetus was found in 3rd stage of maceration.

Manufacturer narrative:
The customer reported that while monitoring a pt with periodic uterus contractions, using a series 50 monitor, the fetus was found in the 3rd stage of maceration. The report of the fetus being macerated supports that the death was well before the initiation of monitoring and was unrelated to the monitoring. Based on the available info, the physician documented that the mistake made was that they did not measure the mother's heart rate (mhr) and there is no indication of a product malfunction. Philips is in the process of obtaining additional info regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).